Event description:
Caller reported a cartridge alarm occurring with their pump, which resulted in their blood glucose level displaying "high," although the specific value was unknown. To address the elevated blood glucose level, the customer administered a correction bolus via the pump. Technical support resolved the issue by confirming the problem with consecutive cartridges and sending a replacement pump to the customer. The customer was informed of the necessary steps to take when receiving the new pump, including returning the faulty one.